Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion sets have leaked due to bent cannulas and this has resulted in hyperglycemia in the 200-350 mg/dl range. No adverse event was reported. The alleged product was replaced and requested for evaluation.